Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear....the patient is to be made aware and warned of general surgical risks, possible adverse effects as listed, and to follow the instructions of the treating physician including follow-up visits."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to patient non-compliance that resulted in trauma which caused subluxation of the implant. The tibial bearing was removed and replaced. It was additionally reported that the surgeon opened a tibial bearing during the revision procedure, but opted not to utilize it as it appeared discolored. Another tibial bearing was available to complete the revision procedure without delay.